Manufacturer narrative:
Please note that the event has been entered as (B)(6) 2015, however, the event date is unknown. Complaint conclusion: as reported by medical affairs, a patient called for additional information and reported an adverse event. The patient had two cypher stents implanted in an unspecified vessel for an unknown indication; it could not be clarified if stents were implanted at the same time. Patient reported that one cypher stent become "totally occluded." No treatment if any was reported. No further information was available as patient refused to provide additional information including dates. The product remains implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number is not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by medical affairs, a patient called for additional information and reported an adverse event. However, refused to answer any questions related to his experience including dates. The patient had two cypher stents implanted in an unspecified vessel for an unknown indication; it could not be clarified if stents were implanted at the same time. Patient reported that one cypher stent become "totally occluded." No treatment if any was reported. No further information was available as patient refused to provide additional information including dates.